Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that there was a blood leakage at the level of the access pre pump pod. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after six hours of therapy using a prismaflex set, damage and a leak were observed at the input pressure joint. There was no report of patient injury or medical intervention associated with this event. No addition information was provided.